Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for non-sustained lead noise episodes due to competitive ventricular pacing leading to intermittent loss of capture. Sensing latency between the far field and the near field channel further contributed to false non-sustained lead noise episode. Programming changes were recommended and the patient medication will be adjusted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.